Event description:
Information was received from a patient regarding an external device to an implantable pump infusing clonidine and hydromorphone for non-malignant pain. It was reported that the handset was not connecting to the pump for 2-3 days. The patient stated they were getting not found message on the screen. The patient stated it take long time to connect to pump. Patient stated they get 4 bolus a day. The agent assisted the patient with resetting the handset and communicator, after resetting, the patient was able to connect to the controller. The agent assisted patient with clearing the data on the handset and device connecting. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.